Event description:
The reporter initially stated the infusion device displayed multiple e7 electronic errors. The infusion device was returned to the manufacturer, and during the evaluation, it was found the vibrator motor does not function due to an internal defect. The acoustic and visual alarms are not affected. E7002 errors were also found in the history.

Manufacturer narrative:
The event occurred in (B)(6).